Manufacturer narrative:
According to the facility, on (B)(6) 2025, a patient had an indwelling urinary catheter placed, and the patient "had a bm (bowel movement) with liquid stool that soiled the catheter system and sample port. The liquid stool entered the crevice around the sample port". Per the facility, the urinary catheter was discontinued and replaced, and no serious injury has been reported at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 4/28/25, a patient had an indwelling urinary catheter placed, and the patient "had a bm (bowel movement) with liquid stool that soiled the catheter system and sample port. The liquid stool entered the crevice around the sample port".